Event description:
It was reported that a large volume infusor was leaking 7.5 hours after the patient started infusion of the medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation with approximately 180ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by filling the device with water. Before and after fill, no evidence of a leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.